Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to out of tolerance pins in the u700 component on the distribution node pca. The root cause for the defective u700 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was receiving frequent "check therapy pad" messages.